Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2000, 419588 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to syncope. A transmission observed that the implantable cardioverter defibrillator (ICD) device withheld therapy due to onset. The episode was classified as supra ventricular tachycardia (svt) although it appeared to be true ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.